Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's l5 drg lead was replaced due to the lead being fractured, which was confirmed with x-ray. Reportedly, the new lead was implanted at l4, effective therapy was established postoperative.

Manufacturer narrative:
The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.